Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance and threshold measurements had increased along with a slight increase in shock impedance measurements. There was no noise noted on the electrogram. Over one year later there was oversensing of noise on the rv channel leading to an inappropriate shock. There was concern over lead insulation damage, thus a procedure was performed where the lead was surgically abandoned. A new rv lead was successfully implanted and no additional adverse patient effects were reported.